Event description:
Customer reports back to back testing with a professional meter while using the advantage system with results of 320mg/dl on his meter and 160mg/dl on the professional meter. No quality controls were run. No adverse event reported.